Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during resection with the rigid endoscope sheath, the tip of the resector broke off in the patient's urethra. The issue was observed during an unspecified procedure. The piece was retrieved and there were no reports of patient harm.

Event description:
Additional information received from the customer: a therapeutic transurethral resection of the prostate procedure was completed with an olympus back-up device with a delay of five minutes. There were no reports of further patient harm.'

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, a device evaluation and additional information. Updated fields: b5, d2a, d8, d9, h2, h3, h6, h7, h9 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found ceramic insulation was broken. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.